Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. During the revision procedure, rv lead insulation damage was observed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.